Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging her ipg as recommended. In time, the battery depleted and became inoperable. As a result, the patient underwent ipg replacement.

Event description:
Follow up information identified postoperatively, effective therapy was restored.